Manufacturer narrative:
According to the practitioner two implants didn't take and failed to integrate. These implants have been placed in 444 and 46 position on (B)(6) 2017. Five months later after the implantation, the practitioner has found that the two implants failed to integrate.

Event description:
Two implants fails to osteointegrate.